Manufacturer narrative:
(B)(4). D10: 51-102050 tprlc xr fp type1 pps 5x130mm 3947625. 51-109050 tloc 133 mp sp t1 pps ho 5x95 6934285. 51-105100 tprlc xr t1 pps 10x140mm 7206029. 51-100060 tprlc 133 fp type1 pps so 6.0 6994327. G2: foreign: japan. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile pouch was damaged. There was no patient involvement. It was reported that no further information is available.